Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure the device was kinked and could not show the image, and the tip of the device was fractured. The device was removed, and the procedure completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks in the sheath and imaging window assembly. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance testing showed an electrical open at the distal end of the catheter 0-10cm from the distal housing. The reported tip detachment cannot be confirmed. The reported catheter kinked and image loss can be confirmed.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure the device was kinked and could not show the image, and the tip of the device was fractured. The device was removed, and the procedure completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.